Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: medical records received. Patient was revised due to pain and metallosis. Revision notes stated that there was some evidence of damage to the abductors posteriorly. There was also metallic staining of the tissues over the trochanter and towards the fascia of the gluteus maximus. There was evidence of trunnionosis as well. There was also noted a heterotopic bone and was removed. Product codes and lot numbers provided.

Manufacturer narrative:
Medical records received. Patient was revised due to pain and metallosis. Revision notes stated that there was some evidence of damage to the abductors posteriorly. There was also metallic staining of the tissues over the trochanter and towards the fascia of the gluteus maximus. There was evidence of trunnionosis as well. There was also noted a heterotopic bone and was removed. Product codes and lot numbers provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.